Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced the catheter kinking/bent during infusion. The following information was provided by the initial reporter: at 22:30 on 2020.10.06, for patients with excessive alcohol and head trauma, the indwelling needle and guide wire was found to be bent during infusion treatment, it was replaced immediately. No harm was done to the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/11/2020 h.6. Investigation: a device history record review was performed for provided lot number 8353769 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer. Through examination of the sample, the stylet was observed bent near the adapter and the needle was bent at the notch area. Our quality team was not able to identify an exact manufacturing cause for these defects. Based on the preventive measures in place, this type of defect should have been detected prior to release of the product from the manufacturing facility if it occurred during production. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced the catheter kinking/bent during infusion. The following information was provided by the initial reporter: at 22:30 on (B)(6) 2020 for patients with excessive alcohol and head trauma, the indwelling needle and guide wire was found to be bent during infusion treatment, it was replaced immediately. No harm was done to the patient.